Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of physical damage to the ventricular connector but was unable to confirm that the device was not working properly. Analysis did find that the upper case was damaged, then ring was bent, the lower case and side bail covers were broken, the battery release and lead flex cover were contaminated and the battery contacts were compressed. (B)(4).

Event description:
It was reported that the external pulse generator had physical damage to the ventricular connector and that it was not working properly. The generator was returned for service. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator had physical damage to the ventricular connector and that it was not working properly. The generator was returned for service. There was no patient involvement.